Event description:
On (B)(6) 2026, it was reported that this patient on pd therapy was hospitalized and needed surgery on the pd catheter (not a fresenius product). There were no reported allegations that the event was caused by fresenius products. However, it was stated the patient could not do pd treatments due to the pd catheter. In additional follow-up, the pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus epidermis. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. Additionally, the nurse confirmed that the patient underwent pd catheter revision on (B)(6) 2026 due to pd catheter was not working well. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital. The patient reportedly continues pd therapy with the same cycler and is recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique.

Event description:
On 13/mar/2026, it was reported that this patient on pd therapy was hospitalized and needed surgery on the pd catheter (not a fresenius product). There were no reported allegations that the event was caused by fresenius products. However, it was stated the patient could not do pd treatments due to the pd catheter. In additional follow-up, the pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus epidermis. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. Additionally, the nurse confirmed that the patient underwent pd catheter revision on (B)(6) 2026 due to pd catheter was not working well. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital. The patient reportedly continues pd therapy with the same cycler and is recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.